Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing and defibrillation on the right ventricular (rv) lead. No changes or intervention were reported. The patient was discharged from the hospital after the procedure.